Event description:
It was reported that during pt use, the ventilator screen went blank but the ventilator continued to deliver breaths. Respiratory therapist noticed that the pt's oxygen saturation dropped to 69%. The pt was transferred to a second ventilator. There were no consequences or impact on the pt. Further investigation by the distributor found that there was a device alert message of "no communication" in the ventilator event history but there was no audible alarm as expected. This event indicates that there is a communication failure to the touch screen. However, if the alarm malfunction were to recur, the caregiver would not be alerted to a ventilator problem.